Event description:
A certified surgical technician reports a scratch noted on the intraocular lens (iol) during implant surgery. The incision was enlarged to facilitate removal and replacement of the iol. The patient's outcome was excellent.